Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the right atrial lead exhibited noise episodes. The nurse confirmed the noise was reproducible. The device was reprogrammed and the oversensing lead noise ceased. The patient would continue to be monitored.